Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, per our visual inspections found the sensor cannula was retracted inside of the sensor base and no broken cannula was found during our analysis the sensor was found whole; unable to confirm if the sensor was received in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was unknown at the time of the call. The customer stated that the filament is not missing the customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.